Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported a woman shared via social media that the tampon pledget fell apart during removal. No further details on consumer's use of the product and outcome were provided.